Manufacturer narrative:
This patient received left tmj implants in (B)(6) 2015. The patient developed facial edema and other symptoms consistent with metal sensitivity. The patient had a metal lymphocyte transformation test (metal-ltt) performed in (B)(6) 2019. The results showed that the patient was reactive to nickel. On (B)(6) 2019, the left mandibular component was removed and replaced with an all-titanium device.

Event description:
The patient's left tmj mandibular component was removed due to material sensitivity.